Manufacturer narrative:
Pump was received with blank display due to battery tube was pushed down. Unable to verify battery power loss alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had issues. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had issues with multiple insert of new battery alarm. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.